Manufacturer narrative:
(B)(4).

Event description:
The chronic pain patient reported through a manufacturer representative that there was a "possible malfunction" of the patient programmer. It was further reported that while both the patient programmer and implantable neurostimulator (ins) were turned on, the patient observed "the icon of transmission failure" and "no stimulation was delivered." It was noted the patient had received stimulation since "until at least the previous day reportedly" and there was "no possibility of overdischarge seemingly." No diagnostics or troubleshooting was performed and no external causes were noted. The issue remained unresolved at the time of report. There were no surgical interventions performed and it was unknown whether any were planned; the patient was alive with no injury at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.